Event description:
A patient ending the trial period had lead removed on (B)(6) 2022. It was noted that the site appeared red. A swab returned a result of staphylococcus aureus. The patient reported no symptoms.